Event description:
Reporter indicated that pt is experiencing suicidal tendencies as pt stated that "pt would rather be dead" due to their current health condition. The pt reported that pt wants to have the vns system explanted because pt cannot talk and is hoarse all of the time. Investigation to date has been unable to determine whether the pt has been diagnosed with vocal cord paralysis. The pt indicated that the vns is causing pt to be more stressed and very tired and that the site is very sore. It was reported that the pt has had an increase in seizures instead of a decrease with the vns therapy. The pt indicated that pt cannot function because of their medications and that pt has mood swings that are "ruining their family's life". The pt has reportedly seen several different physicians who will apparently not help pt by explanting the vns and getting pt off of some of their medications. The pt uses a CPAP at night and takes klonopin and restoril to sleep. Pt's physician reportedly indicated that the pt is tired because pt is not sleeping, but the pt indicated that pt sleeps all of the time to the extent that pt wets the bed.